Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a transient hyperglycemia following a meal after announcing the wrong meal size, with a highest continuous glucose monitor (cgm) reading of 193 mg/dl. The user reported that correction dosing returned glucose to range and the blood glucose was 157 mg/dl at the time of the call. Symptoms included irritability consistent with hyperglycemia. Outcomes included resolution of the hyperglycemia after correction dosing without need for medical intervention. Investigation included troubleshooting and user education on correction functionality and meal announcement practices. Investigation of this case revealed user-related use error with meal size selection as the likely cause of the transient hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.